Event description:
It was reported that the system intermittently locked up with a communication error. There is no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.